Event description:
It was reported that the implantable loop recorder (ilr) missed a supraventricular tachycardia (svt) episode that was caught on a holter, but not recorded by the ilr. There was a question regarding programming as not to miss an svt and not oversense sinus tachycardia. The ilr was reprogrammed to capture atrial fribillation (af) and atrial tachycardia (at). It was also noted that the patient has not been able to use the activator at all and is dissatisfied with the entire experience. The ilr remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.